Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: heard a 'pop' when plugging crossfire in to wall. E41 -reboot-reboot system error code when turning on the root cause is the main board due to a possible non-conforming component. The failure mode will be monitored for future reoccurrence

Event description:
It was reported that there was a thermal event.